Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed there is a piece of silicone in the infusion line that is restricting the flow. Upon the retrospective review, this complaint occurred during surgery. The piece of silicone was observed during mid of surgery. Hence this incident has been concluded as reportable. The associated risk is hypotony, however there is no information of patient harm. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
The complainant informed dutch that the infusion line had some sort of plug in it that was restricting flow. The issue was noticed approx. Halfway through a case / surgery. No injury to the patient occurred as a result of this incident. The complaint item will be sent to dorc. All information pertaining to this incident has been disclosed.